Manufacturer narrative:
The user reported bleeding at the sensor insertion site following a recent sensor insertion. The user was not provided a formal diagnosis. The event happened on (B)(6) 2026, at approximately 6:30 pm. At the time of the call, the user reported feeling frustrated and angry due to prolonged wound healing and repeated urgent care visits. The event was not related to diabetes or glucose measurements.

Event description:
Senseonics was made aware of an incident where user reported bleeding at the sensor insertion site following a recent sensor insertion. The user was not provided a formal diagnosis. The event happened on (B)(6) 2026, at approximately 6:30 pm. At the time of the call, the user reported feeling frustrated and angry due to prolonged wound healing and repeated urgent care visits. The event was not related to diabetes or glucose measurements.